Event description:
The customer indicated that erroneous low lipase (lip) quality control results and patient results were generated with the use of synchron lipase (lip) reagent lot number m109003 on an unicel dxc 800 synchron system. The customer reported that lip level three quality control results shifted low when they changed to lipase reagent lot m109033. Beckman coulter inc. Assessment of customer supplied patient data indicated the involvement of five patient results. The initial results were generated on the unicel dxc 800 synchron system utilizing lip reagent lot m109003 and subsequently repeated on the same instrument with another lip reagent lot (lot m108096). The patient results generated with lip reagent lot m108096 were higher and regarded as valid by the customer. The same patient samples were confirmed via testing on two other instruments utilizing lip reagent lot m109096. Beckman coulter inc. Comparison of the patient results generated by the two lip reagent lots indicated that only one patient result would be regarded as erroneous, as four of the initial and repeat result sets met marketed precision claims for the assay. The initial lip results were not reported out of the laboratory and hence there were no reports of death, serious injury or change to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Assessment of instrument assay calibration data indicated that the calibration factor for the suspect lip reagent lot was affected. The issue appears to be reagent related. A root cause for the impacted reagent calibration factor is currently unknown.